Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tear. Tears are axially aligned with the tip cover and measure 0.173¿ in length. There are signs of thermal damage present at the end of any tears as evidenced by charring/melting. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was torn. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the product was inspected prior to use, and no damage was found. The customer indicated that the tip cover had a clear part and some of the gray parts were damaged. No arcing was observed during use. The mcs tip cover accessory appeared to be properly installed. Part of the orange surface became visible after the mcs tip cover accessory was installed. The customer used the installation tool and did not install beyond the orange surface. No electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. The instrument tips did not collide with any other instrument or tool. The mcs instrument had no damage and would not be returned for evaluation.